Event description:
An endeavor stent was inserted into a patient. Two lesions were treated. During placement of the stent, a mild coronary artery dissection occurred, requiring an additional stent. No relation to the study device per the investigator. An additional stent was implanted. Patient recovered with treatment.

Manufacturer narrative:
Evaluation code, results: (dissection). Secondary intervention, additional stent implanted.